Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy s23 (android 14) with mmt-1885 780g pump (software version 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough initial investigation, we have found that the main reason for failed connection attempts was a gatt_insufficient_authentication error 133 being thrown. Typically, this can occur when the pairing between the pump and device was not correctly established or when the security levels within the phone do not meet the security levels required for this kind of connection. Issue is confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: 1. Check and install all available os updates. 2. Reboot the phone (and check again for os updates, sometimes it goes incrementally). 3. Once done with os updates - check and install google play services app updates for the device. 4. Clear all previous pump bluetooth connections in bluetooth settings: open settings>>tap ""connections"">>tap ""bluetooth"">>tap the options icon next to the device (pump) you want to unpair>>tap ""unpair"">>confirm on the popup. 5. Clear bluetooth's data. Steps for samsung devices (may vary slightly for other manufacturers): open settings>>tap ""apps"">>tap the sort icon (the down arrow with three vertical bars)>>tap ""show system apps"">>tap ""ok"" and all the system apps will appear in the list>>find and tap the ""bluetooth"" app>>tap ""storage"">>tap ""clear data"">>tap ""ok"" to confirm. Note: on some os versions (android 13+), the ""clear data"" button is inactive and cannot be pressed. In this case, and also if clearing bluetooth data did not help: 1) open settings>>tap ""general management"">>tap ""reset"">>tap ""reset wi-fi and bluetooth settings"">>tap ""reset settings"">>you may be prompted to enter your security credentials. Tap ""reset"" to confirm. Note: this will reset all wi-fi and bluetooth settings to factory default settings. All saved wi-fi and bluetooth connections and passwords will be deleted. 6. Re-install the mm app. 7. Try to pair. As we didn't get any reply from helpline/customer, we are proceeding to close the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between insulin pump and mobile application. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return was required for mmt-6101.